Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "induced abortion", deemed not device related is considered an unexpected adverse drug experience.

Event description:
Via clinical study, a healthcare professional reported injecting a patient in the cheeks/ midface with 6.35ml of harmonyca lidocaine. One month later, the patient received touch up injections with 1.7ml of harmonyca lidocaine. The patient was pre-treated with topical compound lidocaine cream during both treatments. The patient concomitantly takes levofloxacin tablets, levofloxacin sodium chloride injection, xiyanping injection, omeprazole sodium for injection, vitamin c injection, and vitamin b6 injection. Approximately two and a half months later, the patient experienced non device related ¿selective induced abortion.¿ about three weeks later, the patient was treated with propofol emulsion for injection, cefuroxime axetil tablets, and xian yimucao keli. The symptom resolved that same day.

Event description:
Via clinical study, a healthcare professional reported injecting a patient in the cheeks/ midface with 6.35ml of harmonyca lidocaine. One month later, the patient received touch up injections with 1.7ml of harmonyca lidocaine. The patient was pre-treated with topical compound lidocaine cream during both treatments. The patient concomitantly takes levofloxacin tablets, levofloxacin sodium chloride injection, xiyanping injection, omeprazole sodium for injection, vitamin c injection, and vitamin b6 injection. Approximately two and a half months later, the patient experienced non device related ¿selective induced abortion.¿ about three weeks later, the patient was treated with propofol emulsion for injection, cefuroxime axetil tablets, and xian yimucao keli. The symptom resolved that same day.

Manufacturer narrative:
Additional, corrected, and/or changed data: c1, d1, d4, g1, h4, and h6. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.